Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient was home alone when she stated she had come down with the flu. She had been throwing up blood and passing blood in her uring and became dehydrated. The cgm was displaying 117 mg/dl but there was no bg meter value provided for comparison. The patient called for an ambulance and was taken to the hospital. At the hospital, the doctor was looking at the patient's pump readings and stated that it was a hundred point different from their blood sugar test results. The patient was treated with 2 IV therapy treatment and was released from the emergency room after 7 hours. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.